Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a right atrial lead revision, cautery was used, the pulse generator displayed - elective replacement indicator - and - end of service - trip. After a firmware download the device resumed normal function. The patient did not experience any symptoms.